Manufacturer narrative:
(B) (4): lens was discarded. Evaluation results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search, a specific root cause of this event could not be determined.(B) (4).

Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The lens was being advanced in the injector, noticed the haptic appeared to be torn. Lens was not inserted into the eye. No pt contact. Lens was discarded. Backup lens was used.